Manufacturer narrative:
(B)(4) device evaluation: returned for evaluation was a 30cc 7.5fr iab. The bladder membrane was fully unwrapped. The stat-lock hub of the cathgard was returned connected to the peel-a-way sheath. No damage was noted to the peel-a-way sheath upon initial visual inspection. The catheter with peel-a-way sheath was inserted into the t-tube and pressurized. At approximately 50mmhg, a small leak started to drip through the stat-lock at the connection point between the peel-a-way sheath and the stat-lock. Under microscopic inspection, the inner section of the stat-lock hub appeared slightly stretched and elongated. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of cathgard leak is confirmed. The stat-lock hub connecting the peel-a-way sheath to the cathgard was found leaking water when the iab was pressurized within the t-tube. The root cause of the leak is undetermined. Engineering has been notified of the event and the complaint will be monitored for any developing trends. (B)(4) has been initiated to investigate the cause of this issue.

Event description:
Reference MDR #1219856-2015-00254 for the first event involving the same patient (pt). It was reported that when the pt was undergoing CABG (coronary artery bypass graft), the md decided to insert an intra-aortic balloon (iab) for the low cardiac output. The doctor inserted the introducer needle into the right femoral artery. The md passed the spring wire guide (swg) through the needle and then removed needle. The md passed the dilator over the swg through the skin and subcutaneous tissue, and into artery. The md then removed the dilator and inserted the catheter over the swg. At last the md removed the swg and fixed the catheter. However, the md found blood went into the sterile protective sleeve and leaked out from sleeve. The md removed the catheter immediately and inserted a new catheter; unfortunately, blood was still leaking out. Sleeve breakage was observed clearly on the new catheter. As a result , the md removed catheter again and stopped the counterpulsation. The pt got well and the whole procedure did not cause harm to pt.

Manufacturer narrative:
(B)(4).

Event description:
Reference MDR #1219856-2015-00254 for the first event involving the same patient (pt). It was reported that when the pt was undergoing CABG (coronary artery bypass graft), the md decided to insert an intra-aortic balloon (iab) for the low cardiac output. The doctor inserted the introducer needle into the right femoral artery. The md passed the spring wire guide (swg) through the needle and then removed needle. The md passed the dilator over the swg through the skin and subcutaneous tissue, and into artery. The md then removed the dilator and inserted the catheter over the swg. At last the md removed the swg and fixed the catheter. However, the md found blood went into the sterile protective sleeve and leaked out from sleeve. The md removed the catheter immediately and inserted a new catheter; unfortunately, blood was still leaking out. Sleeve breakage was observed clearly on the new catheter. As a result , the md removed catheter again and stopped the counterpulsation. The pt got well and the whole procedure did not cause harm to pt.